Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient starts to charge the ins and he hooks up his charger, he gets a real good jolt. The patient said that the jolt was an electric shock, like his finger in a light socket. The patient said he generally charged about once every 3 weeks for about 2 hours. The patient said by the time he charged it was almost all the way down, but he knew simulation has not stopped and he did not let it go empty. A rep was reached out to. No further complications were reported.